Event description:
It was reported that the rf (radio-frequency) head would not interrogate a device in the box prior to a case; telemetry was intermittent. The rf head had worked fine the first case but not the second case, as the lights would not even light up. The rf head was returned for repair and test/calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).